Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level of 700 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer also experienced a heart attack and also had collapsed due to high blood glucose level. The customer was treated with insulin drip at the hospital. The customer alleged the insulin pump for under delivery because she was not sure what happened everything was fine before. The customer did not have insulin in the reservoir for troubleshooting stated that they would call back once her husband brought her supplies. The insulin pump will be and reservoir will not be returned for analysis.